Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and was suspected of a fracture. Subsequently, this rv lead was capped/abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.